Event description:
A physician reported that balanced tip was not able to get attached to the hand piece and kept spinning before cataract surgery with intraocular lens implant. The procedure was completed after the product was replaced with another pack. The patient harm details was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened phaco tip, without a wrench, in a bag was received. Sample was visually inspected and found to be conforming. No visual nonconformance observed. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A functional test was performed to check the threads and go and no-go thread check were conforming to specifications. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation could not confirm the tip was not attached tightly and kept spinning, the phaco tip was visually and functionally conforming; therefore the root cause cannot be determined from this evaluation as the phaco tip was conforming. No action was taken as the phaco tip was manufactured to specifications. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).